Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. It was unable to verify the motor error alarm due to compromised force sensor system alarm. Motor passed motor test. Device had missing display lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped on the tile floor and the lcd screen window popped off and the battery came out. She also reported the device has cracks but not caused by this fall. Customer stated that one crack is from the screen to the corner on the upper left, another crack on the lower left of the screen and a crack that goes diagonally out. During troubleshoot; the customer reported that she received a compromised force sensor system alarm and a motor error alarm during prime. The drive support cap is recessed. Blood glucose value is unknown. Customer was unable to complete the rewind. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.